Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were alerts for low pacing impedances on the left ventricular (lv), right atrial (ra), and right ventricular (rv) leads. The leads remain in use. No patient complications have been reported as a result of this event.